Manufacturer narrative:
Please note that this device was used in an off-label manner as it was implanted for ocd. Other relevant device(s) are: product ID: 3391s-40, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI#: (B)(4); product ID: 3391s-40, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient showed signs of infection at the incision site. The surgeon removed both leads due to the infection and the issue was resolved.